Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a clinical diabetes educator (cde) experienced difficulty sliding multiple cartridges onto the pump. The cde was able to successfully slide a cartridge onto the pump. Reportedly, the cde believed the loading issue was due to use error. However, it could not be confirmed. There was no patient involvement, as the device was used for demonstration purposes only and not used for diabetes management.